Event description:
Patient reported that infusion set was leaking. Patient's blood glucose increased to 400 mg/dl. Patient stated that this problem has occurred several times with their current box of infusion sets. No treatment was received for high blood glucose.